Event description:
The customer reported that while the panorama central station was in use, monitoring patients along with bedside monitors and ambulatory telepacks, the central station displays went blank in ccu and telemetry. No patient injury was reported.

Manufacturer narrative:
The company service representative found that the ups was not functioning. Two displays had been plugged into ine ups, although each display should be plugged into its own ups, along with its designated longview (remote keyboard, video, and mouse). The company representative replaced the ups and reconfigured the system, so that each display was plugged into its own ups. The system was tested to factory specification. It functioned normally and was returned to use. Since it was unclear who had plugged the two displays into the same ups (the system is serviced by the hospital biomeds as well as the company service representatives), the local company service representatives were instructed as to assuring that the associated monitor and longviews are plugged into the same ups. The customer's biomed was advised via the service repair order.